Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported a 4 mm amplatzer duct occluder was selected for a patent ductus arteriosus (pda) closure. During the procedure as the device was approaching the pulmonary side from the aorta, the device deformed into an bulbous shape which made it difficult to retrieve the device into the delivery system. The device was retrieved by connecting the pusher (connecting) wire of a large french transport system to the back of the pusher connection wire and replacing it with the 7f transport system. The device was exchanged for a new 4mm amplatzer duct occluder and the procedure was completed successfully. The patient remained stable throughout the procedure. No additional information has been provided.

Manufacturer narrative:
The reported event of a 4mm amplatzer duct occluder presenting bulbous deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.